Event description:
It was reported that the customer had high blood glucose value of 413 mg/dl. It was stated that the customer was visiting her husband in the hospital and the nurse case manager noticed that the customer's blood glucose levels were high. It was also stated that the customer would be taken to the emergency room to be treated.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.